Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. Additionally, the tubing-fi02, tubing-system board, tubing-blower chassis, tubing-low flow 02, and muffler assembly were also replaced, which was not related to the malfunction/issue.